Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the powerport slim implantable port 6f attachable chronoflex products that are cleared in the us. The product classification code for the powerport slim implantable port 6f attachable chronoflex product is identified. A lot history review could not be performed as the lot number was not provided. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 1716000j, implantable port, allegedly experienced a fluid leak. This information was recieved from a single source. This malfunction involved a male patient with no consequences. The patient's weight and age were not provided.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 1716000j, implantable port, allegedly experienced a fluid leak. This information was recieved from a single source. This malfunction involved a male patient with no consequences. The patient's weight and age were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port 6f attachable chronoflex products that are cleared in the us. The product classification code for the powerport slim implantable port 6f attachable chronoflex product is identified in d2. H10: a lot history review could not be performed as the lot number was not provided. The sample was returned for evaluation. The investigation is unconfirmed for the reported leak. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port 6f attachable chronoflex products that are cleared in the us. The product classification code for the powerport slim implantable port 6f attachable chronoflex product is identified in d2. H10: a lot history review could not be performed as the lot number was not provided. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use. H10: g4. H11: g1 . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 1716000j, implantable port, allegedly experienced a fluid leak. This information was received from a single source. This malfunction involved a male patient with no consequences. The patient's weight and age were not provided.